Manufacturer narrative:
The h vad is used for treatment not diagnosis. This patient underwent an lvad implant and eight (8) days later still had not regained consciousness. A CT scan showed a large low density regions in the left frontal, the right frontal, and the parietal lobes. The family withdrew support and the patient expired. The family refused an autopsy and the pump was not returned to the manufacturer for evaluation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) male patient did not regain consciousness following an uncomplicated left ventricular assist device (lvad) implant eight (8) days prior. Computed tomography (CT) scan showed a large low density regions in the left frontal lobe, the right frontal, and the parietal lobe. The family withdrew support and the patient expired. The family refused an autopsy and the pump was not returned to the manufacturer for evaluation.